Event description:
The above date is approximate. According to an FDA press release received in my e-mail advanced medical optics voluntarily recalls complete moistureplus contact lens solution. In 2006, I experienced what may have been the infection cited as acanthamoeba keratitis. I had the symptoms but thought that it was caused when I took my contacts out and pinched my eye accidentally. I called my eye doctor, dr. Approximately one to two weeks later as the pain and irritation were becoming unbearable. I could not wear my contacts anymore. He recommended a systane free liquid gel eye lubricant drop. I used this for the next 3 weeks and finally cleared up the infection. To this day I can not wear my contacts without irritation-new ones included and chalked it up to being someone that just can't get along with contacts. I've also noticed that my vision is not as good with my glasses. I got my prescription in 2006, so I figured I'd just deal with it until my next visit with my eye doctor. Now that I know about this recall I have to wonder if in fact this is the reason for my dilemma. Yes, the amo recall solution is the one that I use. Whom do I contact about a solution to my problem? Sincerely, dates of use: 2006- 2007. Diagnosis: storage and cleaning of contact lens.